Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The returned 300p last passed 'out qat' on 6th september 2016 and upon receipt at heartsine. The device failed a self test during a manual power-cycle due to a low battery. The investigation was unable to replicate, or find any conclusive evidence, of the reported fault.